Manufacturer narrative:
Combination product: yes.

Event description:
Lead noise can be seen causing inappropriate vf detection on (B)(6) 2023. More noise continued to cause inappropriate detections in 2024 and in (B)(6) 2025. Potential lead integrity issue suspected, lead evaluation recommended. No adverse events reported. Lead remains implanted.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.